Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, after initializing the catheters on this system, all body surface and intracardiac ECG signals became extremely noisy and all signals were lost on both the bard and carto 3 systems. This happened right after completing the contours for the sound portion and while the physician was going transseptal. No ablation had been started and no cardioversion was being performed. The case was switched to esi after 2.5 hours of trouble shooting of the two systems. The two carto 3 systems located at the hospital were used to troubleshoot the issue. It was found that defective catheter extension cables caused the issue. The defective cables were tested with both systems and caused the same reported problem. The device history record was reviewed and no anomalies were found related to this complaint. Complaint condition was confirmed.

Event description:
It was reported that during an a-fib procedure, after initializing the catheters on this system, all body surface and intracardiac ECG signals became extremely noisy and all signals were lost on both the bard and carto 3 systems. This happened right after completing the contours for the sound portion and while the physician was going transseptal. No ablation had been started and no cardioversion was being performed. The case was switched to esi after 2.5 hours of trouble shooting of the two systems.